Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device been returned and evaluated by product analysis on 11/01/2014 with the following findings: the returned battery and cartridge caps were used to complete all testing. Moisture corrosion was observed in the battery compartment. The pump was unable to power on and was found to be completely unresponsive. Complete testing was prohibited due to the no power issue. The pump¿s cover was removed for further investigation and no further moisture ingress was found to the printed circuit board inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.